Event description:
It was reported that, before insertion, the balloon of a fogarty catheter could not deflate. A second catheter was used to resolve the issue. There was no patient involvement. It was noted that the device was not checked before starting the case.

Manufacturer narrative:
Device will not be returned due to contamination. Without return of the unit, it is not possible to determine if some damage or defect existed on the unit that could have contributed to the event. However, an investigation was initiated to assess for any manufacturing related processes which could be correlated to the lot number. A supplemental report will be forthcoming when the investigation is complete. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis and any excursions above the control limits are assessed and documented as a part of the monthly review.

Manufacturer narrative:
The device history record review was completed and the product passed without non-conformances. As part of the manufacturing process, a 100% of the units go through a balloon winding and full visual inspection process.